Event description:
Customer reported a past high blood glucose (bg) event with a specific value unknown, but indicated as "high." Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer reverted to an alternate insulin pump to address the bg. The control iq feature was active at the time of the event, and the customer did not require third-party assistance. Customer was instructed to call back if further issues arose.